Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported via med watch number mw5086213 that a patient voluntarily reported having cataract surgery in 2018 and had reported to the doctor that the vision was not responding well. Was told had to have 2nd eye done so they would work together. Had 2nd eye surgery 2018. Vision is terrible, blurry in both eyes. Everything I look at is blurry. Have halos around everything and a haze over eyes all the time, also eyes are constantly red. Was told by doctor, dry eyes. Tried using drops multiple times a day, nothing works. Went to 2nd doctor who will now test me for dry eyes as well as astigmatism.